Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Hisaki makimoto, christian blockhaus, clasen lukas, jan schmidt, et al. "Break of circular catheter stuck in a right-inferior pulmonary vein during cryoballoon pulmonary vein isolation." Hamburg, germany. Poster/abstract only. No other information available. The abstract reported the following patient complication: during the procedure for the cryoablation, the shaft of the catheter broke "close to the holder of the steerable sheath." The physician tried to remove the remaining shaft, but it torn again. The proximal shaft was removed. A final angiography was completed and there were neither obstructions nor "exit of contrast agent" out of the atrium. However, the circular part of the catheter remained in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature ¿ the abstract was only available at the time of this report. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced poster/abstract: hisaki makimoto, christian blockhaus, clasen lukas, jan schmidt, et al. "Break of circular catheter stuck in a right-inferior pulmonary vein during cryoballoon pulmonary vein isolation." Poster/abstract only. No other information available.

Manufacturer narrative:
Referenced article: ¿breakage of a circular catheter wedged in a right pulmonary vein during cryoballoon pulmonary vein isolation.¿ intern med 56: 1057-1059, 2017. Doi: 10.2169/internalmedicine.56.7924. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which included the published article. No further information was provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.